Event description:
Reporter alleged the customer received a result of 240 mg/dl on the compact plus system compared back to back with a result of 35 mg/dl on the nurse's system when testing was performed within 10 minutes. Reporter stated that the customer took 10 units of an unknown insulin just a few minutes before testing. Reporter also stated that the customer almost passed out after testing and the nurse had to treat her with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.